Event description:
Paramedics attended to a person diagnosed in cardiac arrest. When the defibrillation electrodes were attached to the pt the device allegedly failed to display the pt's ECG rhythm and displayed a connect difib electrodes message. Another set of electrodes was used but the device continued to display a connect defib electrodes message. A backup automatic external defibrillator was made available and used. The pt was not resuscitated. The reporter indicated the reported problem did not cause or contribute to the pt's death. This opinion was based on the availability and use of a backup defibrillator